Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the reported cable was confirmed to have been pinched. Replacement of the cable resolved the issue. No further issues were reported. Replaced cable was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's battery cable was pinched. There was no patient present when this issue was identified.